Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign substances in the forceps elevator and on the bending section cover; however, the customer returned the device without reprocessing due to the cut-off elevator wire which caused the foreign material to remain in the forceps elevator and on the bending section cover. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator had foreign material and the bending section cover had foreign objects. There was no patient involvement.